Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800632 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip applier would not open wide enough on first use. The jaws never fully opened and would not allow the device to fire. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The investigation was performed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip loaded but it wouldn't open to full aperture until the trigger was squeezed more. Once the clip was opened fully, it was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the feeder tab at the proximal end of the feeder was bent. The bent feeder tab caused a shorter stroke of the feeder which prevented the full aperture of the clips when they were loaded into the jaws. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. Nonconformance has previously been opened to further investigate this issue. The reported complaint of "not opening" was confirmed based upon the sample received. One device was received. Upon functional inspection, the clips were able to load into the jaws , but they wouldn't open to full aperture until the trigger was squeezed more. Once the clips were opened fully, they were successfully applied to over-stressed surgical tubing. Upon disassembly, it was found that the feeder tab at the proximal end of the feeder was bent. The bent feeder tab caused a shorter stroke of the feeder which prevented the full aperture of the clips when they were loaded into the jaws. There was indication that the feeder spring bound up internally in the yoke which resulted in the feeder tab being bent and shortened the overall stroke of the feeder. It was determined that the feeder spring getting bound up in the yoke was the root cause of this issue. This is a design related issue. Nonconformance has previously been opened to further investigate this issue.

Event description:
It was reported that the clip applier would not open wide enough on first use. The jaws never fully opened and would not allow the device to fire. There was no patient injury.